Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a severe hyperglycemia, blood glucose of 447 mg/dl at 9.57, 447 mg/dl at 10.07, 462 mg/dl at 10.11. The customer reported the event was device related. The customer reported the event was mild in nature and the subject recovered without sequela on (B)(6) 2017. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.